Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a dressing change during an outpatient visit on (B)(6) 2019. The driveline exit site was discreet irritated with germs of staphylococcus saccharolyticus found on smear control. The patient was treated with dressing changes with aseptic agents 2 times per week. The patient had another outpatient visit on (B)(6) 2019. Ongoing secretions were noted at the driveline exit site with staphylococcus saccharolyticus found on smear control. On (B)(6) 2020 outpatient visit, the driveline exit site was noted to be crusted. Germs of staphylococcus epidermis was found on smear control. The device operated as expected. No additional information was available.